Manufacturer narrative:
Batch review performed on 2 october 2019. Lot 124643: 50 items manufactured and released on 30-gen-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold with another similar reported event.

Event description:
On 19th of september 2019, we were informed that a revision surgery is planned for (B)(6) 2019, after 6 years from the primary. Due to stem loosening.